Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, approximately 2 years post op initial left tsa, this (B)(6) y/o male patient was revised due to infection. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 320-15-01, (B)(4) - eq rev glenoid plate 320-20-26, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 26mm; 320-20-26, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 26mm; 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm; 320-20-18, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 18mm; 320-15-05, (B)(4) - eq rev locking screw; 300-01-11, (B)(4) - equinoxe, humeral stem primary, press fit 11mm; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere.